Event description:
Caller states the patient tested >8.0 inr and >8.0 inr on the coaguchek s system while a comparison lab returned as 4.1 inr. Coumadin was initially held for 2 days based on device results, but once the lab returned the patient was advised to hold coumadin for one day. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.